Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on a performa meter, compared to a professional meter, within 10 minutes: 340 mg/dl (performa meter) and 123 mg/dl (hospital meter). No adverse event reported. The customer was using test strip lot number (473700) and lot number (473759). It is unknown which test strips were used for the comparison. Return of the suspect device was requested for evaluation.